Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her son experienced the high blood glucose. The customer's blood glucose was 400 mg/dl. It was stated that customer was going high and treated with syringes. It was stated that the insulin pump had blank display. The troubleshooting was performed for the high blood glucose and blank display. Customer stated that the contacts on the battery cap were neither missing nor damaged. Customer was changed battery twice but insulin pump did not turn on. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will be returned for analysis.